Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 85% to 5% within one hour. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level was 296 (mg/dl). The customer exercised to address bg level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.